Manufacturer narrative:
Batch review performed on 15 july 2021: lot 1910884: (B)(4) items manufactured and released on 21-apr-2020. Expiration date: 2025-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Another implant involved: batch review performed on 15 july 2021: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 1909322: (B)(4) items manufactured and released on 06-dec-2019. Expiration date: 2024-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. 1 year after the primary surgery, the surgeon revised the head and liner and the surgery was completed successfully.